Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because after treated with manual injection their blood glucose level went high. The customer blood glucose level was 399 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active. Customer declined to check their settings and to test insulin pump. The insulin pump will be and reservoir will not be returned for analysis.